Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that numbers are grey and faded and display was getting hard to read. The customer blood glucose level was unknown at the time of incident. The customer was advice customer the pump will need to be replaced. Advice customer to revert to back up plan per health care professional instruction. The insulin pump will be return for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, self test and passed the dat test at 0.08720 inches noted. No missing segment/partial display anomaly during test.